Manufacturer narrative:
On august 28, 2023, mentor received additional information. Mentor became aware that the patient is scheduled for removal on (B)(6) 2023. On september 06, 2023, mentor became aware that magnetic resonance imaging confirmed a rupture of the patient's left prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of explant: (B)(6) 2023 reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 30, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. On december 05, 2023, mentor received additional information. The patient experienced baker grade iii capsular contracture of the left breast. Upon removal, the patient's left prosthesis was observed intact. As such, rupture is no longer applicable. The patient underwent a bilateral mastopexy. As such, a file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2023-15062 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 03, 2024, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old caucasian female patient underwent a primary breast augmentation surgery with a 475 mentor memorygel breast implant. Post-operatively, the patient observed that her left breast had changed shape and that her implant was sitting higher. She suspected that she may have experienced a rupture of her left prosthesis. The patient has consulted with a medical professional, but at the time of this report, mentor has not received information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.